Manufacturer narrative:
No patient information provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the centrimag motor began to make a buzzing noise and the alarm "motor failure" was engaged. No additional information was provided. This event was previously not reported due to the backup system available and having no information on whether the system was on the patient at the time of the event. Abbott made the decision on july 13, 2018 to initiate a voluntary recall; therefore, this event is being upgraded to reportable.